Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter intra-operatively in a mastopexy procedure, during the internal closure of the breast, the device needle broke and fell into the patient. The fragment was later retrieved with their hands. The incision was bigger because the distal end of the needle was lost in the body fat. There was also an extended time in the surgery by more than 30 minutes due to the product problem. The patient is doing okay.

Event description:
According to the reporter intra-operatively in a mastopexy procedure, during the internal closure of the breast, the device needle broke and fell into the patient. The fragment was later retrieved. The incision was extended because the distal end of the needle was lost in the body fat. There was also an extension of surgical time. The patient is doing okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The fragment was later retrieved with their hands. There was also an extended time in the surgery by more than 30 minutes due to the product problem. The patient is doing okay.